Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and "silicone extravasation".

Event description:
Healthcare professional reported a right side "rupture", "silicone extravasation", and "calcifications." The following events are not device related, "hypoechoic nodular images." The device has been explanted.